Manufacturer narrative:
Device evaluated by MFR: a microscopic examination found no issue with the distal markerband. The proximal markerband was observed to be slightly obscured by pebax material. However, both the proximal marker band and the distal markerband were clearly visible under fluoroscopy. A portable imaging system was used to view the markerbands under fluoroscopy. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the radiopaque markerbands were not visible under fluoroscopy. The target lesion was located in the superficial femoral artery (sfa). A 4.0 x 200, 135cm mustang¿ balloon catheter was advanced; however, it was noted that the radiopaque markers could not be seen under the angiogram. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the radiopaque markerbands were not visible under fluoroscopy. The target lesion was located in the superficial femoral artery (sfa). A 4.0 x 200, 135cm mustang¿ balloon catheter was advanced; however, it was noted that the radiopaque markers could not be seen under the angiogram. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.